Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: intermittent response of keypad buttons with contamination and damage to the button contacts.

Manufacturer narrative:
Submitted: 06/23/2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. The audio bolus button was detached and missing from the pump. On testing, the contrast and ok buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons and the ok button contact was noted to be inverted.